Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m91g66. Additional information was requested and the following was obtained: please clarify how the device "misfired". Did device not feed clips? Unknown. Did device feed clips sideways? Unknown. Did device not fire clips (jammed)? Unknown. Did device fire malformed clips? Unknown. Did device fire scissored clips? Unknown. Did device drop or eject clips? Unknown. Was cholangiogram done on procedure? Unknown. Was device fired over another clip or hard structure? Unknown. The analysis results found that the er320 device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed seven conforming clips; however, upon evaluation six clips got jammed between the jaws and the shrouds. Finally the instrument locked out. No conclusion could be reached as to what may have caused the reported incident; however it should be noted that an investigation has been initiated to address the potential root cause of the issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown laparoscopic procedure, the device did not fire or misfired. Procedure completed with same/like device. There was no adverse consequence to the patient.